Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. The insulin pump alarmed button error. Customer's blood glucose level was 146 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.